Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead the physician noticed the rv coils did not look uniform. The lead was removed and a new lead was used. No patient complications have been reported as a result of this event.